Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose level and she messed up by putting too many carbs. Customer stated that the pump was going to give her 8 units and it dropped to 6.4 units. Customer was treating with blueberry pie and milk. Customer's blood glucose was 192 mg/dl. Customer was hospitalized on (B)(6) 2016 due to heart trouble caused by low blood glucose. Customer stated that she overbolused. Customer had chest pain at the time. Customer was released the same day. Customer was wearing the pump at the time of the hospitalization. Customer stated that she is returning the pump. Customer stated that she went to her doctor today and he gave her medication.